Manufacturer narrative:
Lot number provided by rptr pending batch retain investigation. Product requested from rptr, investigation pending.

Event description:
Allergic reaction/allergy/intolerance to kukident [hypersensitivity], difficulty breathing [dyspnoea], feel his tongue was enlarged/tongue had swollen [swollen tongue], itching in his throat [throat irritation], fainted [syncope]. Case description: a dentist reported that an (B)(6) male consumer used kukident denture adhesive, form/version unk, one application, once only on an unspecified date. They reported that he experienced an allergic reaction/intolerance to the product. After applying the product he experienced an enlarged/swollen tongue, itching in his throat and difficulty breathing; he then fainted. He was taken to a hospital where unspecified treatment was administered. The event occurred within 20 mins of leaving the dentist's. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was: recovered. No further info was provided. On (B)(6) 2010, a phone call occurred with the initial rptr in which it was stated that the consumer had used kukident doppia azione. The consumer was admitted to the emergency room and treated with anti-allergy drugs. He was released in the evening. Medical history: no info was provided. The outcome of the case was: recovered. No further info was received.